Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed from the tip of the monopolar curved scissors (mcs) instrument with tip cover accessory installed. The arcing was reported as coming in contact with the external iliac artery, however, no injury occurred. The procedure was completed with a replacement mcs instrument tip cover accessory and without significant delay. The pt has been seen during follow up visits with no post-operative complications reported.